Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eight (8) devices were received for evaluation; six (6) events were confirmed during testing. Four (4) devices were found to be affected by damaged gear teeth. Two (2) devices were found to have motor bearing failure. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, in which the device overheated. Three (3) reported events had no patient involvement; no patient impact. Five (5) reported events had patient involvement with no patient impact.